Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient mentioned that she no longer have the device since it was remove because she was having diarrhea. No further complications were reported.